Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost sensation in his lower extremities due to a hematoma. As a result, emergency surgery took place on (B)(6) 2017 wherein the entire system was explanted. Follow-up revealed the patient is currently unable to move his legs.